Event description:
Information received from the field does not address the patient's clinical status but notes lead dislodgement. Attempts to reposition were unsuccessful due to poor sensing thresholds.